Event description:
The manufacturer received information alleging the ventilator was not working. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by a third party service center, the device's power supply, blower assembly and system board were replaced to address the issue.